Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this active

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient was stated to be draining slowly during their therapy. The patient reboot their cycler but then received a power fail recovery failed message during startup. A review of the patient¿s treatment records identified that the patient had received an m31 air detected in cassette alarm during drain three of their treatment. The technical support representative assisted the patient with cancelling their treatment and proceeding through the end of treatment process. Upon removing the cassette, it was noted that fluid was leaking from the cassette membrane and into the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. Follow up with the patient¿s nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The patient discarded the cassette used at the time of the incident. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm and treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced twice before a simulated treatment was initiated and completed on the cycler without further complication. It was also noted that there was evidence of dried fluid within the recess of the bottom cover adjacent to the pump. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test and patient sensor calibration checks were also performed and the cycler was found to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.